Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd syringe¿ luer slip with needle the plunger was difficult to move. The following information was provided by the initial reporter. The customer stated: "when using the product, the piston is too tight. The pulling is laborious and the bolus injection is difficult."

Event description:
It was reported when using the bd syringe¿ luer slip with needle the plunger was difficult to move. The following information was provided by the initial reporter. The customer stated: "when using the product, the piston is too tight. The pulling is laborious and the bolus injection is difficult."

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.